Manufacturer narrative:
D6. Investigation summary: this memo serves to summarize findings on your recent complaint (B)(4) on product 261194 (dropper india ink), lot number b02d125m, where it was requested if it was okay for the india ink to be injected subcutaneously. " customer asking if product 261194 is acceptable for internal use." A review of past complaints on this product over the past 12 months does not indicate a trend on this issue. A review of the device history record does not show any manufacturing issues. No photos or returns were available. Retention samples were satisfactory. Based on the investigation, no defect was observed. There is no systemic failure in the manufacturing process and the retention samples were satisfactory. The product was used outside of product claims. As no deviations were observed in the investigation, no corrective or preventive actions are indicated at this time. However, bd will continue to monitor for trending. Based on the evaluation of the investigation, the complaint was not confirmed. A definite root cause could not be determined.

Event description:
It was reported that while using bd bbl¿ india ink reagent dropper the ink was injected under the skin of a patient. This is an off label use of this product. This material is a possible carcinogen and the patient received additional radiation treatment. The following information was provided by the initial reporter: "customer reporting injection with india ink into patient skin."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ india ink reagent dropper the ink was injected under the skin of a patient. This is an off label use of this product. This material is a possible carcinogen and the patient received additional radiation treatment. The following information was provided by the initial reporter: "customer reporting injection with india ink into patient skin".